Event description:
It was reported that revision surgery was performed due to pain and fixed flexion deformity. Posterior releases were performed, and distal bone was cut from the femur. The primary surgery was on (B)(6) 2008. The revision surgery was performed in (B)(6) 2010. The surgeon believes patient's shorter opposite leg has led to over loading of the other leg, resulting in pain and progressing to fixed flexion deformity. The surgeon does not fault the device.